Event description:
It was reported a pt underwent a permanent implant procedure and the sjm rep programmed the system in postop to match her trail settings, but the pt experienced unwanted stimulation in her rib and breast. The sjm rep was unable to resolve the issue with programming. Xrays were taken and did not indicate any abnormalities. The pt is receiving effective stimulation in her painful areas but the stimulation in the ribs and breast is not optimal. Physician follow up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.